Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as other chr onic/intract pain (trunk/limbs). Consumer reported the desktop charger (dtc) felt loose and their belt broke. No further complications reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: the device 37761 desktop charger (dtc), serial number (B)(6)was returned for product analysis. Analysis found cable assembly failure wherein the cord was frayed. H6: codes added as the the device is returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. ;p. Medtronic will submit a supplemental report if additional relevant information becomes known.